Event description:
Report received from american stores co which states "tip of enema pipe broke off when consumer was using and lodged itself internally. Consumer sought medical attention for this." No further info is available.